Event description:
On 2021-may-04, information was received from a friend/family member regarding a patient who was implanted with an implantable neuro stimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the stimulator "isn't working anymore". Caller was not sure about details besides the pt doesn't feel stimulation, the pt is experiencing a return of symptoms, and "it wasn't working". Agent reviewed possible overdischarge (od) information. Caller stated the pt had a surgery on the hip joint at the end of december then went to rehab after so the caller was not sure if the pt had been charging the stimulator. Agent reviewed how od can affect the battery life and doi/battery longevity information. On 2021-05-07, additional information received. Rep reported overdischarge due to patient compliance. Used al to jump start and charge to 25%. Cleared por. Electrodes 6 and 7 have impedances over 10,000 but they are not used in programming. Re-educated on charging. Issue resolved.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.